Event description:
I gave my son the quickview at-home otc covid-19 test. He tested positive for covid-19. I did a second test with the binacts test, and that one tested negative. I then took him for an official pcr test offered through the county. I just got the test results back, and they were negative. The quickview test was a false positive. I still have the box, and the lot number is 706812. FDA safety report ID # (B)(4).